Event description:
The user facility reported that their reliance genfore washer was leaking water. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived onsite and stated that towels were on the floor near the reliance genfore washer. The technician inspected the washer and found no issues; no leaks were noted and the reported event could not be duplicated.